Event description:
It was reported that a second-degree burn was observed on the patient skin. An icepearl 2.1 cx 90 degree needle was used for a renal cryoablation procedure to treat cancer. No device issues were reported; however, around six minutes into the first freeze, ice had formed on the towel between the gas line and the patient skin. The ice had passed to the patient skin, so the towel was removed. Warm saline, a heat pack, and extra layers of towels were placed under the line to protect the skin. After completion of the treatment a skin bruise and some blisters were seen. The patient was sent home the same day after setting up an appointment with a dermatologist for further observation.